Event description:
In 2006 the lay-uer/patient contacted lifescan alleging that his one touch ultrasmart meter was reading inaccurately erractic. The medical affairs specialist mailed a letter to the patient on april 21, 2006 since he could not be reached by telephone on two separate days. The medical affairs specialist was able to speake to the patient after he responded to the letter. At around 1:30 am in 2006, the patient developed symptoms of feeling "clammy, shaky, and disoriented." At 1:45 am the patient tested his blood glucose several times within a 11-20 minute time frame and got the following results: "90, 92, 97, 97, and 101 mg/dl." He drank some orange juice that time which raised his blood glucose but since he still did not well, he called his sister who is a nurse. She gave him crackers and milk that made his symptoms go away. He was able to go back to bed at 2:30 am. The patient stated that he has rarely experienced symptoms of hypoglycemia and has usually developed the symptoms with blood glucose levels below "70 mg/dl." The day before the event, the patient verified that he had taken all his medications for diabetes. The patient took his prescribed dose of 45 mg "actos" (tablet) around 3:00 pm that afternoon. In addtition, he took 3-4 units of "novolog" insulin in the morning and evening. At the same times, he also took 12 units of "novolin" insulin. The patient explained that he takes these insulin dosages dailey but skips the "novolog" dosages if he misses breakfast or dinner. The patient admintted to eating a light dinner around 7:00 pm that evening. He obtained a reading of "114 mg/dl" around 10:00 pm before bedtime and took his "zetia" medication for cholesterol management. The meter, test strips, and control solution were replaced.